Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during the first firing in a laparoscopic low anterior resection, while resecting the rectum, the firing stopped in the middle. The firing was performed in slow mode which was adjusted manually. The reinforce cartridge was attached, so instead of resecting at the same location again, resection was performed again at a slightly lower position. The surgical time was extended by less than 30 min. Additional tissue resection was required due to the issue.